Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-13455. It was reported the pt underwent a surgical procedure and had her ipg repositioned. The pt's ipg was originally located at her beltline, which the pt did not care for. It was also noted during the procedure, the physician opted to explant and replace the pt's lead. The pt's original lead location was providing right sided stimulation coverage; however, the pt's pain was mostly on her left side. The pt was satisfied with her new ipg location postoperative. It was noted the pt's stimulation had not been turned on yet. Follow-up pending.